Event description:
Physician had performed periorbital and perioral resurfacing on a pt who has shown abnormal pigmentation. (Hyperpigmentation) physician stated that the laser functioned properly throughout the case.